Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated was implanted to treat an abdominal aortic aneurysm. On (B)(6) 2014. It was reported that the patient underwent a secondary procedure for a suspected endoleak type iiib where the bifurcated stent graft was relined with an afx2 main body and vela extension and patient is reported to be doing well. As of the date of this report, there have been no additional patient sequelae reported.